Manufacturer narrative:
Other, other text: h3: one cadd legacy 1 pump was received in good condition with a scratch screen. There was evidence of the reported issue in the event history log. The device was powered up and it alarmed with error code 1720 which is an issue with the back-up capacitor. The backup capacitor will be replaced to resolve the issue.

Event description:
Information was received indicating that during testing, a smiths medical cadd legacy pump exhibited error 1720. No patient was involved in this event. No adverse effects were reported.